Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
A healthcare professional (hcp) reported that the nerve locator did not work. A second one was opened with a different lot number which worked. There was no patient impact.

Manufacturer narrative:
Product analysis: the device was not aligned with one of the 3 positions when receive. The device was moved to the 2.0ma position and would light when touching the probe tip to the grounding needle per the instructions for use which indicates it was delivering stimulating current. The device was functionally tested in the other two positions with no issues or intermittent behavior while manipulating the switch and tip within the positions. The device was electrically tested per the xpi with no out of specification condition identified: ¿ ¿ position 0.5ma requirement is 0.5ma +/- 0.1ma (0.4ma - 0.6ma), and measures 0.50ma. ¿ ¿ position 1.0ma requirement is 1.0ma +/- 0.2ma (0.8ma - 1.2ma), and measures 1.02ma. ¿ ¿ position 2.0ma requirement is 2.0ma +/- 0.4ma (1.6ma - 2.4ma), and measures 2.05ma. The information most likely indicates the device was not used in accordance with the IFU. If information is provided in the future, a supplemental report will be issued.